Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the patient had burn, and the location was unknown. Electrostatic unit of charge was being used in conjunction with conmed electrode. Biomed performed all output testing on esu and it appeared to be functioning properly.